Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was constantly vibrating. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: on investigation, the pump powered on with normally-functioning vibration. Investigation did not duplicate a constant vibration issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture inside the battery compartment due to a battery compartment leak.